Event description:
It was reported to resmed (B)(4) that a system fault (sf180) occurred on an astral device indicating a battery charger fault. There was no pt injury reported as a result of this incident. Ref MFR report #: 3004604967-2015-00030.